Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative).

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been returned for analysis.